Event description:
Spacelabs received a report from (B)(6) med ctr that a pt was found by the nurse in asystole and the monitor did not sound an alarm.

Manufacturer narrative:
Add'l info provided by the hospital indicated that there was a great deal of artifactual pt noise (movement) noted and spo2 depressions. The hospital purged all pt data from the monitor prior to spacelabs arrival and inspection of the monitor. Spacelabs had tested the system at the hospital on (B)(6) 2010 in connection with regular product maintenance, and had found the product performed to spec. The multiparameter module from the monitor has been returned to the spacelabs factory. The module has passed all product tests. Testing includes alarms, and no problems were observed with alarm operation. The module operates to specs. The monitor, ECG cable, lead set, and electrodes in use with this pt have been requested from the site to allow testing of all components involved with this case. We will provide a supplemental report once our investigation is complete.